Event description:
It was reported that a user¿s new dexcom g7 continuous glucose monitor (cgm) provided readings in the dexcom app but failed to provide glucose data to the ilet, consistent with a pairing or communication failure between the sensor/transmitter and the ilet receiver component. No adverse clinical symptoms were reported. Outcomes included interruption of automated insulin dosing guidance on the ilet until data transmission could be restored with no health impact. User support included remote troubleshooting and education, which involved toggling settings, and restarting the g7 sensor to reinitiate pairing. Investigation of this case revealed a probable device-to-device connectivity issue limited to the ilet interface rather than the cgm sensor¿s measurement function. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing configuration and connectivity.

Manufacturer narrative:
Initial.